Event description:
Reporter indicated that a vns patient's seizures have become stronger in intensity following external defibrillation. Diagnostics after the onset of the event were reported to have been within normal limits. Good faith attempts for additional information have been unsuccessful to date.